Event description:
It was reported that the pta balloon was difficult to deflate after the first inflation to nominal pressure in the distal sfa. Multiple inflations/deflations were performed with a syringe to completely deflate the balloon. The balloon was removed through the introducer sheath without incident. There was no visible pt distress during the balloon deflation time. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The sample has been returned for evaluation. The investigation is currently underway.